Event description:
It was reported that channel one of the pump was to be infusing a chemotherapy solution at 21 ml/hr. However, after 24 hrs it was observed that the solution container remained full even though the pump appeared to be operating. The infusion pump was removed from the pt and no add'l intervention was required. No pt injury occurred.